Event description:
The physician called to report that this patient was treated with zyderm 1 to the nasolabial folds, forehead and periorbital lines. The patient then dyed his hair with just for men a few days after the treatment, and had immediate symptoms of swelling and redness at all treatment sites. The physician prescribed oral prednisone.